Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 5/24/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, increased metal ions, bursitis, and pseudotumor. Metal ion levels provided on the pfs is below 7ppb (chromium 4.5-no date or unit of measurements provided). Part/lot is being updated for the stem. The complaint was updated on:6/17/2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient was revised to address pain and metallosis. Mild fluid and tissue discoloration was noted intra-operatively. Doi: 2004 - dor: (B)(6) 2012 (right hip) update 1/18/2013 - claim letter and medical records received. There is no new information that would change the existing MDR decision. Update 02/08/2013 - medical records received. No new information received that would change the existing MDR decision. Update 3/27/2013 - cd with x-rays was received. Update 7/18/2013- medical records received. Doi was provided. There is no new additional information that would affect the existing MDR decision. Update: 09/30/2013 additional legal documents,which have been reviewed and do not contain any additional information that would change the MDR decision or investigation, have been attached to the complaint. Update rec'd 2/3/2015 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from elevated metal ion levels, fluid collection, and fragility to the tissue encountered in the capsule. An unknown stem is now being added to address allegations of metal ion levels.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor, metal wear/metallosis and elevated metal ions.